Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that a patient had developed an infection under her right breast under the lifevest. The patient's doctor prescribed the patient a cream and an oral antibiotic for the infection. Follow-up indicated that the infection was improving.